Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient has had blood glucose (bg) valuse over 500mg/dl with large ketones. Patient has discontinued pump therapy and is on insulin shots. Reporter does not does not have to troubles. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.